Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-09886. It was reported the x-rays showed the pt's lead has migrated. The pt's ipg is also at stimulation off. Surgical intervention is pending to address the issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. See scanned pages.